Event description:
It was reported that there was a defect found in the deep brain stimulator product. It was later reported that the deep brain stimulator lead or the stylet inside the lead was already bent upon unpackaging and they were unable to correctly measure the length of the micro targeting drive to the measure fixture so it was not used. A spare one was opened and used. After inserting the lead, they had tried to snap on the stimloc support clip but were unable to get it on and had dropped it on the floor, contaminating it. A spare was opened only for the support clip and was used. The spare lead was had no bends and was measure correctly and used. The base was affixed prior to recording. After recording the support clip was tried to fit but the drive was in the way so it could not fit in. The healthcare professional contaminated the clip by mistake. After several tries with the new support clip they were able to fit the support clip in. There was no health hazard to the patient. It was noted that similar cases had had happened previously with the stimloc and at that facility when the same event occurred under the decision of the healthcare professional a titanium plate was used to affix the lead. Currently stimloc was being used. It was later reported that since the lead or internal stylet was bent gradually the correct measurements could not be taken. The use of the lead was abandoned. It was noted that after the lead was inserted while fixing the support clip of stimloc, it had fallen to the floor as it was not fixed properly and was therefore non-sterile. It was noted that the base was fixed before recording and at that time when the drive was not set it was confirmed once that the support clip was properly fixed. When the support clip had become loose the lead was inserted and recording. It was further noted that even if the support clip could be fixed again it could affect the drive and therefore could not be fixed. Additional information received reported the patient outcome was that the patient was receiving effective therapy.

Manufacturer narrative:
Concomitant: product ID neu_stylet_acc, product type accessory. (B)(4): analysis of the stylet found the wire was bent (new out of box), wire was bent near the handle of the stylet. Analysis of the lead found no anomaly, functionally ok.